Manufacturer narrative:
Specific information with regard to the exact number of patients affected, genders, ages, and weights were not provided. The doctor removed the composite and replaced the restorations each of the patients upon their return to the office. To date, each of the patients are doing fine. The product involved in the alleged incident was not returned; therefore, a visual and physical evaluation was performed on a retained sample from the same lot, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor's office alleged that the consistency of the herculite ultra had been too dry and hard during procedures on multiple patients.